Manufacturer narrative:
A wallflex biliary rx stent was returned for analysis. Visual examination of the returned device found that there were multiple breaks present on wires. A visual and tactile examination found that the retrievel loop was missing, as well as two pieces of wire along the length of the stent. The stent coating was also noted to be torn and damaged at places. Visible damages of the coating were noted. No other issues were identified during the product analysis. A labeling review was conducted and there is no evidence that the device was used in a manner inconsistent with the labeling. Per the dfu, "the wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and relief of malignant biliary obstruction prior to surgery." The dfu also states as a warning: ¿warning: no warranty is made with regard to removability of this device by endoscopic means or otherwise. Careful consideration must be taken when removing a stent from an intrinsic malignant tumor. Removal may result in perforation, bleeding or tissue abrasion.¿ and "the wallflex biliary rx fully covered stent should not be moved or removed after completion of the initial stent placement procedure. Manipulating, repositioning or removal of the stent may result in perforation, bleeding, tissue abrasion or other patient injury.¿ device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent received was damaged. The cause of the reported stent damaged was most probably due to factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed approximately 6 months prior to (B)(6) 2016. According to the complainant, the stent had been implanted to treat a stricture due to lymphoma. On (B)(6) 2016, the stent was planned to be removed to evaluate the common bile duct. The physician retrieved the stent using rat tooth forceps and it was noted that the stent unraveled during removal. The stent was successfully removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed approximately 6 months prior to (B)(6) 2016. According to the complainant, the stent had been implanted to treat a stricture due to lymphoma. On (B)(6) 2016, the stent was planned to be removed to evaluate the common bile duct. The physician retrieved the stent using rat tooth forceps and it was noted that the stent unraveled during removal. The stent was successfully removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.